Event description:
The customer reported a channel disconnect event. The customer states they have noticed some green blue build up on the iui connectors and have experienced some communication errors. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.